Event description:
It was reported that the physician (B)(6) was utilizing a evac 70 xtra plasma wand when approximately 30 minutes into the procedure the wand stopped working. Upon extraction of the wand from the patient portal, the electrodes located at the distal end appeared to have dissolved. A second evac 70 xtra plasma wand was opened and again the wand stopped working mid procedure. Upon extraction of the wand from the patient portal, the electrodes located at the distal end appeared to have dissolved. A third evac 70 xtra plasma wand was opened and the procedure was completed. There was a delay of approximately 60 minutes as a result of the incident. No complication were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the united states. As a result of foreign confidentiality requirements, no patient information was available. Device 1 of 2. Reference manufacturer's report no.: 9019871-2012-00266.